Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited no pacing while in a vertical position. Pacing was restored when the epg was moved to a horizontal position. Changes in pacing amplitude were noted to be during fast orientation changes. The status of the epg is unknown. No patient complications have been reported as a result of this event.